Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction with a 560cc mentor smooth round high profile saline breast prosthesis on the left side, suffered left breast implant deflation and left breast capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020, with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9363388 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9398506 sn: (B)(4).

Manufacturer narrative:
On 3/20/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease was observed on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm. The evaluation determined that the crease/fold rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).